Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that the patient was feeling stim in wrong location and very weak. Stim was in legs instead of back. Patient tried adjusting the setting and contacted hcp office to have a CT scan next week. Troubleshooting was performed over the phone which did not resolve the issue. Per patient's description, they did not have additional programs or groups. Patient was to follow up with their hcp. The issue started in the beginning of the year (2017), an exact date was not provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the stimulation in the wrong location and weak stimulation included that the back pain was in a slightly different location. The patient noted that they tried to reprogram and stimulation was old and two connections were not working. The issues had not been resolved and the patient was going to their healthcare provider for an appointment.